Manufacturer narrative:
Corrected data: inappropriate capture code and notation added the h6 and b5 respectively.

Event description:
Corrected information needed to show that the under-sensing perceived by the implantable cardioverter defibrillator (ICD) and the right atrial (ra) lead also led to inappropriate capture of the atrium.

Event description:
Related manufacturing reference number: (B)(4). It was reported that the patient presented remotely via merlin.net. It was noted that p-waves were being under-sensed by the implantable cardioverter defibrillator (ICD) and the right atrial (ra) lead. The patient was asymptomatic. No changes were made and there were no consequences to the patient.